Manufacturer narrative:
Updated: device avail. For eval; returned to MFR. On; device returned to MFR; device evaluated by MFR; eval summary attached; method codes; result codes; conclusion codes. Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The shaft showed a kink at the nosecone. There also was 1 kink on the mid-shaft approximately 10 cm from the tip. The stent was returned partially deployed protruding out of the device approximately 1.7 cm. The pull handle was pulled its entire travel, and had come loose from inside of the handle. The device was viewed and the handle was opened to find additional damage. It was noticed that the proximal inner had stuck to the inner liner and was pulled approximately 2.75 inches from the distal portion of the handle. The outer sheath was pulled from the nosecone to inspect for damage. Multiple wrinkles/buckling were present on the outer sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent fracture, stent deformation, and deployment difficulty occurred. Vascular access was obtained via a contralateral approach. The chronical total occluded target lesion was located in the heavily calcified superficial femoral artery (sfa). After predilation with a 2.5 x 220 sterling balloon catheter, a 6 mm-200 mm/130 cm innova¿ stent was advanced to the target lesion and attempted to be deployed. However, after about 30/40 mm of the stent was delivered, the thumbwheel failed to deploy the stent. The white arrow was not observed before the failure. The physician also tried to pin and pull the pull grip. Upon removal of the device, the stent elongated and a piece fractured off the stent. Another same size innova stent was deployed to cover the fractured piece. Then a 6.0 x 40 x 135 charger balloon catheter was advanced to the right iliac artery, but would not cross the lesion. It was replaced with a sterling balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture, stent deformation, and deployment difficulty occurred. Vascular access was obtained via a contralateral approach. The chronical total occluded target lesion was located in the heavily calcified superficial femoral artery (sfa). After predilation with a 2.5x220 sterling balloon catheter, a 6 mm-200 mm/130 cm innova stent was advanced to the target lesion and attempted to be deployed. However, after about 30/40 mm of the stent was delivered, the thumbwheel failed to deploy the stent. The white arrow was not observed before the failure. The physician also tried to pin and pull the pull grip. Upon removal of the device, the stent elongated and a piece fractured off the stent. Another same size innova stent was deployed to cover the fractured piece. Then a 6.0x40x135 charger balloon catheter was advanced to the right iliac artery, but would not cross the lesion. It was replaced with a sterling balloon catheter. No patient complications were reported and the patient's status was fine.